Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The product support advised customer replacement of the pm board to address the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
A failure of the leds alarm was reported. The device was being used when the reported event occurred. But, no patient harm reported.